Event description:
According to the customer, when a syringe was applied to port on (B)(6) 2024, "the sampling port broke off the foley catheter."

Manufacturer narrative:
According to the customer, when a syringe was applied to port on (B)(6) 2024, "the sampling port broke off the foley catheter". The customer reported due to the reported issue the foley catheter was removed and an additional catheter was placed. The customer reported that no injury occurred as the result of the reported issue. The customer reported there was no patient harm as a result of the reported issue. The customer did not report any serious injury. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.